Manufacturer narrative:
Correction: device manufacturer location now corrected. The logs were reviewed but provided no additional insight regarding the cause of the reported complaint. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The polaris spectra system control unit (scu) camera was returned to the manufacturer for analysis. The returned scu was connected to a known good system and allowed to run uninterrupted overnight. The setup did not have a cycling episode during the test time. However, a check of the event log revealed four instances of scu router error. The hardware investigation found that reported event was related to an electrical failure mode; system fault code failure mechanism as there were router errors. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the errors were found in the ndi toolbox and the camera displayed x status. Polaris spectra system control unit (scu) was replaced and a system checkout was performed. System passed all tests and is functioning normally. The suspect polaris spectra system control unit (scu) has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure a localizer disconnected message was displayed on the navigation system. Rebooting the system resolved the issue and the site proceeded with the case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.